Event description:
Customer reportedly received results of 309 mg/dl and 94 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. Customer states she may have had alcohol on her finger when she tested 309 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Procedure type: laparoscopic vag hysterectomy. According to the reporter: md described failure of versaport plus v2 to retract after insertion into umbilicus incision. Md noted major bleeding after insertion of trocar. Upon exploration, found laceration to small bowel, mesentery and iliac artery. Dates of use: 2010. No other info available.